Event description:
It was reported that the sensing integrity count(sic) is elevated and there are multiple non sustained tachycardia(nst) episodes, that triggered lead integrity alert(lia).the egm for the nst episodes show random noise in short bursts at various times during the day. The patient is non-symptomatic and aware of only alert tones. The lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.